Manufacturer narrative:
D10 concomitant product: sigradmt, tri 2.0 sigradmt rad med thk 12mm (lot # n4k1540y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the laparoscopic colorectal resection, the staples initially fired but then it could not continue to be fired successfully as the handle would not close sufficiently and resulted in the cracking sound being generated and no further stapling being allowed to complete the reload capability. The issue was resolved when a new handle and reload were opened and used successfully. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection and functional testing found no notable condition. It was reported that during the laparoscopic colorectal resection, the staples initially fired but then it could not continue to be fired successfully as the handle would not close sufficiently, which resulted in the cracking sound being generated, and no further stapling was being allowed to complete the reload capability. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.